Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was report that the pump had intermittent power and damage and corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events.  During investigation, the battery compartment was found to be cracked at the threads on the side. The threads of the returned battery cap were found to be stripped. The battery cap was unable to properly secure to the pump to maintain an electrical connection. A test battery cap was used and able to properly secure to the pump for testing. The pump successfully completed the rewind, load, and prime steps without any power interruptions or issues.  Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.